Event description:
It was reported that during preparation of the emboshield nav 6 embolic protection system (eps) resistance was encountered when loading the filtration element and it could not be loaded into the delivery catheter (dc) pod. The torque device was used when pulling the filter element into the dc pod and there was no bunching or wrinkling observed. There was no device use or patient involvement. Another same size eps was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis showed that the dc pod was separated distal to the proximal marker. A portion of the dc pod was still attached at the distal end of the proximal marker, for a length of 0.5mm. The separation portion of the dc pod was not returned. Communication with the account confirmed the account was not aware of the separation. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional analysis was performed on the returned device which identified the dc pod was separated distal to the proximal marker. Communication with the account confirmed the account was not aware of the separation. The reported difficulty to insert was unable to be confirmed due to the condition of the returned dc pod. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.